Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On 03/24/2017 pfs and medical records received. Upon review of pfs and medical records on 04/12/2017, it was noted that the patient was reimplanted on (B)(6) 2012 and revised to address dislocation on (B)(6) 2014. It should be noted that the patient had a competitor stem/head and depuy cup/liner.